Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n334665, implanted: (B)(6) 2013, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient had an MRI at the end of (B)(6). The first interrogation of the pump today showed a motor stall. The pump was re-interrogated (after a battery change of the clinician programmer) and the motor stall message did not occur again. A recovery was noted in the logs with today's date. There was no alarm noted. It was reported the pump was used to deliver baclofen (unknown). It was further reported the patient had increased spasticity and increased frequency of seizures. It was reported the pump stalled for greater than 24 hours and showed a tube set message after the stall. The patient was reprogrammed to original dose per day with frequent follow-up to ensure proper delivery of drug. The patient recovered without permanent impairment. The medication in the pump was gablofen (baclofen).